Event description:
Revision thr for synovitis and pain secondary to metal on metal bearing surface. After surgery in 2006, the depuy device started loosening, by 2007-2008. Pt developed a severe limp and by 2009-2010, the acetabular (cup component began to fail. Total revision performed dec 1, 2011 to correct the issue. Pt complained of having pain 2008 and 2009. Felt that device (pinnacle metal on metal device) felt like it was loosening, also complained that he felt metal on metal implant hitting together in his hip, felt like an electrical shock...

Event description:
Add'l info received from reporter: 9/7/2012: reporter name should be (B)(6) and not physician. Copy of original faxed by reporter after requesting FDA reporter letter from FDA. Surgeon - (B)(6)